Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this incident shall be a MDR reportable event as pt was sent to emergency department for testing. Thus, we are submitting this medwatch. From the info gathered by (B) (4), this incident was not related to our device as quoted in their e-mail dated (B) (4) and (B) (4) 2009. Based on (B) (4) feedback, the needle had touched the pt's skin but was not fully penetrated. The pt was anticipating the stick and reacted as many pts do by moving. The employee was counseled to use better technique for securing the pt's arm. There was no malfunction on the needle itself. From our mfg records, qa records and preserved sample review, there was no abnormality associated to this product upon investigation. Actual cause was unlikely to be related to our mfg process. The complaint lot met the qa specifications prior releasing it into the market.

Event description:
Facility reported pt jumped when cannulated and needle pierced [pct's] the hand that was stabilizing pt's access. Pt care technician (pct) info. Pct identifier: (B) (6). (B) (6). Gender: female. (B) (6).